Event description:
The plaintiff was implanted with a "transvaginal mesh device" on (B)(6), 2009. It was alleged that the plaintiff experienced "physical pain and suffering," along with "mental anguish," and "emotional distress." It was also indicated that the plaintiff has, "sustained serious injury."

Manufacturer narrative:
The model of the mesh system that was implanted was not indicated. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.